Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Camera head breakage may be due to user handling. The instructions for use includes the following statements: do not give a shock to the camera head. It may be damaged.

Manufacturer narrative:
Additional information is not yet available for this event. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to the faulty charge couple device (ccd) unit. Additionally, cable is kinked.

Event description:
As reported for this event, during preparation for use, the device yielded no image. There is no patient involvement and no harm reported to any patient.